Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coils and a non-penumbra microcatheter. During the procedure, the ruby coil was able to advance past its initial position; however, the pusher assembly of the ruby coil kinked while advancing the ruby coil through its introducer sheath. Therefore, the physician stopped advancing the ruby coil and it was removed. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.